Event description:
The customer reported via phone call that they had an absence of alarms and their insulin pump was not delivering insulin. Customer also reported experiencing high blood glucose. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's current blood glucose was 225 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. The customer also reported their piston stopping when insulin delivery was in progress during troubleshooting. Customer declined to perform a high pressure and requested to have their insulin pump replaced. The customer's insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. However, the pump had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.